Event description:
The customer's pump trainer was trying to train the customer on the pump, but had noticed that the pump does not beep. Troubleshooting was performed. The audible tone could not be heard.